Event description:
While servicing the ventilator, the manufacturer's service technician reported the ventilator log history indicated there had been an occurrence of a gas supplies lost: safety valve open alarm. There was no such event or patient harm reported by the customer at the time of the noted occurrence. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. The service technician was unable to duplicate a loss of both gas supplies. Performance verification testing was completed and all testing passed to operating specifications.

Event description:
It was learned through the response of a related event that the patient has expired after implant duration of approximately 0.07 months. It is listed on the death certificate that the patient expired due prosthetic aortic stenosis and coronary artery disease.

Event description:
It was initially reported that the device was not implanted. However, through follow up with the surgeon, it was reported that the device was explanted due to aortic regurgitation, and paravalvular leak. No other details were provided.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue. Missing sections in all three leaflets, possibly for pathology testing, measure to an average of approximately 3mm at the free margin by 1 cm into the cusp area. Almost half of the sewing ring is cut off exposing the wireform at the inflow aspect. The wireform is also exposed at the outflow aspect at commissure2. No inconsistencies detected in the x-ray.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. On 09/24/2009 (through follow-up with the health-care provider via fax), additional information. The operative report was received; however, it is not in english. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Manufacturer narrative:
In 2009, device has not been received for decontamination, and no tracking number has been provided in order to trace this device. No evaluation can be done until the device has been received.